Event description:
During product service by a field service technician, a flo-gard infusion pump experienced an f-27 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-27 alarm was identified during servicing. The cause of the condition was determined to be an inoperative main central processing unit (cpu). To correct the condition, the main cpu was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.